Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced overnight hyperglycemia followed by morning hypoglycemia while using ilet with a g7 sensor, with the user confirming low readings by fingerstick and treating with oral glucose and food; the agent advised that pump correction of prior highs could contribute to subsequent lows, and the clinician adjusted targets, performed a reset, and advised consistent meals. Symptoms included hypoglycemia. Outcomes included user self-treatment with oral glucose and recovery to in-range glucose at the time of the call. Investigation included troubleshooting and education with review of pump behavior and user management. Investigation of this case revealed no device malfunction, with hypoglycemia of unclear cause and potential overcorrection contributing to lows. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.